Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the unit was flashing, a burnt fuse box of inlet, the power does not turn on due to converter failure, output connector (light guide connection part) high brightness detection unit failure and does not result in high brightness mode and was sticking. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, front panel flashing on the 4k visera pro xenon light source. Upon inspection and testing of the customer returned device, the power does not turn on due to converter failure. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. It has been over 15 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a faulty converter was confirmed. And it was determined, to have caused the phenomenon of ¿power cannot be turned on¿. Additionally, the cause of the phenomenon of ¿fuse box of the inlet is burned¿, could not be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.